Event description:
It was reported that the pump battery was having "charging issues". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.